Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. According to the patient, on (B)(6) 2026, the cgm was reading 382 mg/dl and without checking bg measurement, she injected insulin via pump. Although the pump advised injecting 6 units, the patient increased the dosage to 12 units because she thought that 6 units were not enough. After treatment, the patient checked her bg measurement which was 140 mg/dl, while the cgm reading was still 382 mg/dl. The patient tried to calibrate the sensor; however, this did not correct the readings. The patient decided to eat one banana. Two hours later (it is now (B)(6) 2026), while taking their bg reading, the patient fell off the bed and lost consciousness. At this time the bg was 38 mg/dl while the cgm reading was approximately 200 mg/dl. The patient¿s mother called for an ambulance. While waiting for ambulance to arrive, the patient¿s mother treated the patient with 2 pieces of bread and nutella. Upon arrival, paramedics checked the patient¿s bg value (under 60 mg/dl) and the patient was taken to the hospital. At the hospital she was given tomato soup to eat, and her bg increased to 78 mg/dl, no cgm value was recalled. The patient was discharged from the hospital after staying for an hour. At the time of the report, the patient was stable and in good condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on (B)(6) 2026. The reported glucose values fall within the c zone of the parkes error grid at the time of initial treatment. The reported glucose values fall within the d zone of the parkes error grid at the time of symptoms on (B)(6) 2026. There was not a complete set of reported glucose values available to search within the parkes error grid calculator taken by paramedics or at the hospital. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.